Event description:
Procedure type: hernia. According to the reporter: the surgeon normally uses a very soft mesh rolled tightly so there is a minimum of friction and pressure on that seal, and yet we have been finding the seal dislodged and in some cases passed into the preperitoneal space, requiring the placement of a 5 mm laparoscope through one of the other trocar sites to assist in extraction of the seal. No patient injury was reported.

Manufacturer narrative:
(B)(4).